Manufacturer narrative:
The field service exchanged the rinse tube assembly and no further issues were observed. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect na for gen.2 result for one patient on the cobas 6000 c501 module. The initial result was 169 mmol/l. The repeated result was 134 mmol/l. The electrode lot number and expiration date were asked for but not provided. The questionable result was not reported outside the laboratory.